Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy, while transecting the duodenum, the distal staple line was incomplete. The problem resulted to duodenal fistula which had required reoperation, biliary drainage, and suture of the duodenal hole to be resolved. The patient's incision was extended for more than an inch. The hospitalization of the patient was also extended. It was noted that there will be an additional operation to correct the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 24-hour postoperative of an open subtotal gastrectomy, the surgeon discovered a duodenal fistula and the patient underwent a 2nd surgical operation. It was reported that the distal staple line was incomplete. Biliary drainage and suture of the duodenal hole was done to correct the issue. The patient's incision was extended for more than an inch. The hospitalization of the patient was also extended. It was reported that the patient died due to complications relating to the incident.